Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As the patient who took effect at tha on (B)(6) 2003 repeated dislocation, replaced on the cup side on (B)(6) 2018. When the head was pulled out, the trunnion insertion part of the head was discolored black. Remained the stem as it was.